Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging symptoms of kidney disease/toxicity, lung disease, nose irritation, skin irritation, respiratory tract irritation, nausea and vomiting. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging symptoms of kidney disease/toxicity, lung disease, nose irritation, skin irritation, respiratory tract irritation, nausea, vomiting and other (unspecified event). The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed an unknown black dust like contamination inconsistent with foam degradation and contamination on the top and bottom enclosure, sd card, filter accesses flip door, and front panel, rear panel, blower motor, blower motor seal, and the pca (printed circuit assembly) board. Manufacturer observed hair-like particles on the front panel and bottom enclosure. Plastic-like particles were observed on the front panel, blower motor seal, blower box. A keratin-like substance was observed on the blower box outlet. Unknown contamination on the top of the humidifier, the top lid latch release, the air outlet port, the bottom of the inside of the humidifier, and on the bottom door. A hair-like fiber was observed on the air outlet port and evidence of liquid ingress with an unknown white dust like contamination consistent with mineral deposits was observed on the humidifier lid, water tank, the heater plate, and on the back panel. Manufacturer observed that the humidifier lid seal appeared to have discoloration and was not seated properly into the humidifier lid. The dry box seal appeared to have discoloration and an unknown dust like contamination on it. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 1 error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and was not able to address the symptoms specified. In box h: device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated. In box a: patient identifier was missed to captured in previous report and it was updated in this report. In box e: reporting institution name was missed to captured in previous report and it was updated in this report.